Event description:
On 01/28/2022 it was reported by a sales representative via sems that an ar-6480 pump is not being recognized, has pressure issues. Additional information received 02/22/2022 on 02/22/2022 it was reported by a sales representative via email that an ar-6480 pump pressure would not stabilize. This was discovered during use in a shoulder procedure on 12/16/2021.  The case was completed by changing the ar-6480.

Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.